Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the infusion device does not accurately deliver insulin. The pt experienced elevated blood glucose of up to 450 mg/dl. The pt changed the insulin cartridge and infusion set and was unable to lower blood glucose. The pt switched to the backup infusion device and resolved the issue. No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion device was requested to be returned for eval.